Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the abdominal air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a vats lobectomy procedure, the stapler malfunctioned on lobar bronchus firing. Stapler would not open even after repeated pulls on the manual release lever. Surgeon was able to eventually manipulate the jaws of the stapler off the tissue. Staples were formed and tissue was cut. No further intervention was necessary. Surgeon used a green reload. Completed with the same like product. There was no pt consequence.